Event description:
Pt was injected in the hand behind the thumb and index finger. The study was set up for 100 cc of contrast. Soon after injection, the "over psi" alarmed. The technologist reset, then checked for obstruction. The pt, who was still dealing with a severe asthma attack, started to move, then sat up due to respiratory distress. The scan and injection were stopped at 60 cc. The study was aborted due to the pt's discomfort. As they removed the patch and tape over the heplock, they estimated a 40 cc extravasation in front of, under, and behind the patch. Warm compresses were applied and follow up was done in the pt's room.